Event description:
Using the alcon product I followed every since necessary step. No where on the box did it say if you "did not wait the full 6 hours" this would happen. All multi purpose contact solutions say to let sit for, "at least x hours." However, they do not burn your eye if you do not. Likewise, I did not allow my contact to sit the full six hours and now, day 3, my eye is sore and red and feel permanently scratched. Reason for use: to clean contacts.